Event description:
The customer obtained a non-reproducible, higher than expected vitros ckmb result (patient 1= 6.29 vs. An expected result= 1.46 ng/ml) from a single patient sample run on the vitros 5600 integrated system. The higher than expected result was reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the affected sample was repeated for an undetermined reason. A corrected report was issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros ckmb result was obtained from a single patient sample run on the vitros 5600 integrated system. An ocd field engineer performed service actions to multiple subsystems of the analyzer to return the instrument to expected performance. Additionally, the sample in question was not processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The most likely cause is analyzer related. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor. There was no evidence to suggest a reagent related issue contributed to the event.